Event description:
It was reported that the patient presented for an implant procedure. During implant, the lead's helix was deployed and a drop in sensing was observed. Attempts to reposition the lead were made but the helix could not be retracted. An issue with scar tissue may have played a role as r waves were similar in the right ventricular apex with a replacement lead which was subsequently placed in a different position the right ventricular outflow tract. There were no issues with the new lead in the new position. The patient was stable.

Manufacturer narrative:
The reported event of r-wave amp variation was not confirmed while the reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix stretched/bent consistent with procedural damage and was clogged with blood/tissue. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. Helix mechanism test could not be performed due to as received stretched/bent helix which is consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix being stretched/bent and over torque of the inner coil which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.